Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the impedance on the rv pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the rv lead integrity alert were met. It was noted there were 13 non-sustained tachycardia episodes with v-v intervals <(><<)> 220ms and 598 ventricular sic since last session 4.1 days ago. The analyst commented the rv pace impedance was steady at approximately 528 ohms through (B)(4) 2016, jumped to 988 ohms on (B)(4) 2016, and returned to prior levels by (B)(4) 2016. The lead failure predictor triggered on (B)(4) 2016 for ventricular sics and non-sustained tachycardia episodes.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of sensing integrity counter (sic) and noise on the elect program (egm). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor and distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.